Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robot assisted hysterectomy. Event description: the trocar was being used for a robotic assisted hysterectomy. There were multiple laparoscopic instrument changes during the procedure. A clear ring detached from the seal housing and fell into the patient. The piece was retrieved from the patient. The entire clear component fell out. It is unknown what specific instrumentation was being used prior and at the time of the incident. The rep was not present for the case. It is unknown if any internal seal components removed or cut in order to inspect the damaged component. "The surgery continued without further incident." No patient injury was reported as a result of the event. Product is available for return. Type of intervention: the surgery continued without further incident. Patient status: no patient injury was reported as a result of the event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of seal component separation. The shield, an internal plastic component of the seal, had separated from the seal. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." This report is to follow up medwatch report #mw5113440. Correction: the initial reporter in section e4 and the report source in section g2 were corrected.

Event description:
Procedure performed: robot assisted hysterectomy. Event description: the trocar was being used for a robotic assisted hysterectomy. There were multiple laparoscopic instrument changes during the procedure. A clear ring detached from the seal housing and fell into the patient. The piece was retrieved from the patient. The entire clear component fell out. It is unknown what specific instrumentation was being used prior and at the time of the incident. The rep was not present for the case. It is unknown if any internal seal components removed or cut in order to inspect the damaged component. "The surgery continued without further incident." No patient injury was reported as a result of the event. Product is available for return. Additional information was received via email regarding medwatch #5113440 on 28nov2022: during the robotic extra fascial radical type I hysterectomy with bilateral salpingo-oophorectomy with lymphatic mapping and lymph node biopsy/sampling, noted that the internal valve came out of the assist port trocar and was inside the abdomen of the patient. The valve removed, inspected and determined to be intact. FDA safety report ID #(B)(4). Type of intervention: the surgery continued without further incident. Patient status: no patient injury was reported as a result of the event.